Event description:
It was reported that clinicians complained to supply chain that the guide wires have been shearing. On (B)(6) 2013 - follow up info from the physician states this issue has occurred once. Ultrasound guided left ij cvl was attempted. Needle was observed penetrating the vein with dark red, nonpulsatile return. Guidewire was inserted without difficulty. Subsequently dilated well too. Repeat ultrasound showed guidewire in ij vein. Catheter insertion was attempted but guidewire would not pull out of the pt. Vascular surgeon was called who assisted in removing guidewire and it was found to have become unraveled during the procedure at some point. The pt was re-stuck and a new guidewire was used. The pt did well overall. She was subjected to another stick but had no other complications. It is not know what the product number or lot number are of this device.

Manufacturer narrative:
(B)(4). The sample was discarded.